Event description:
It was reported the customer had a low blood glucose event that resulted in a vehicular accident. The customer was the driver in the accident. The cause of the customer's low blood glucose was unknown. The date of the customer's accident was on (B)(6) 2015. It was also found the paramedics were called to treat the customer for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.